Event description:
Procedure type: wedge resection. According to the reporter: during an attempt to insert the port intercostally, the port broke and a shard was lost inside the pt¿s thoracic cavity. The piece was eventually retrieved.

Manufacturer narrative:
(B)(4).